Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up received indicated patient evaluated by physician, and decision made to monitor patient. Remote transmission revealed increase in sic. The lead remains in use, and patient will be monitored.

Manufacturer narrative:
Continuation of concomitant products: 3889-28 mgu lead implanted (B)(6) 2005; a2dr01 ipg implanted (B)(6) 2015; 5076-45 lead implanted (B)(6) 2015; 5076-52 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, interrogation revealed elevated sensing integrity counter (sic). Noise present on ventricular high rate. The rv lead remains in use. No patient complications have been reported as a result of this event.